Event description:
According to the reporter, during a laparoscopic high ligation of the inguinal hernia sac due to left incarcerated hernia on a neonate, the needle and thread were detached and could not be used normally. It was noted that the nurse immediately checked the integrity of the needle and found that the needle was intact. The suture was immediately replaced and handed to the surgeon for suturing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic high ligation of the inguinal hernia sac due to left incarcerated hernia on a neonate, the needle and thread were detached and could not be used normally. It was noted that the nurse immediately checked the integrity of the needle and found that the needle was intact. The suture was immediately replaced and handed to the surgeon for suturing. There was no patient injury.